Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record revealed no non-conformances associated with the reported lot. A query of the complaint-handling database identified no other incidents reported for incomplete coaptation / single leaflet device attachment (slda) from this lot. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can be caused by, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the presence of challenging anatomy, wide valve and low coaptation area and very thin leaflets, likely resulted in the slda of the posterior leaflet post clip deployment. Based on the information reviewed, the reported incomplete coaptation appears to be related to patient conditions/anatomy and not a product quality deficiency. Additionally, a small tear (tissue damage) was noted in the posterior leaflet prior to the detachment of the clip from the leaflet; however, it could not be confirmed how the tear occurred. A definitive cause of the reported tissue damage could not be determined. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet and required intervention. It was reported that the patient with mixed etiology mitral regurgitation and challenging anatomy underwent a mitraclip procedure. One mitraclip was implanted; however, after clip deployment, the clip detached from the posterior leaflet, remaining on the anterior leaflet (single leaflet device attachment-slda). A small tear had been noted in the posterior leaflet prior to the clip slda and a second mitraclip was implanted without issue covering the tear. Results were good post procedure. Mitral regurgitation was reduced from grade 4 to 1-2. No additional information was provided.